Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The day of the event, around 07:00pm, the patient was sitting at the dinner table and experienced loss of consciousness. No cgm reading was reported from the event, but according to the patient, the cgm reading would have been inaccurate and would have caused the loss of consciousness. The patient´s wife called the emergencies and the patient was brought to the hospital where they arrived around 08:00pm. When a fingerstick was taken the blood glucose reading was 22 mg/dl. The patient was treated with a glucagon injection and intravenous glucose. The patient was discharged the morning after at 03:30am. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and no pairing code was provided. No data log was provided therefore the allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined because an investigation could not be performed. No additional patient or event information is available.